Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customers blood glucose (bg) was 576 mg/dl at the time of event. The customer required assistance from healthcare providers in addressing bg with manual injections. The customer reverted to an alternate method of insulin therapy.